Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation, "tissue expander damage during water injection". Device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, broken, missing, crease fold . A microscopic analysis was performed which identify broken striated in the radius, punctured on anterior and radius and missing. Based on the device analysis the final assessment is: a striated edge broken on posterior side assessed as surgical damage punctured in the anterior side. Based on the device analysis the final assessment is: a puncture opening on anterior and radius due to surgical damage like. Missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported unknown side deflation, "tissue expander damage during water injection". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side deflation, "tissue expander damage during water injection". Device was not implanted.